Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus). The aus was explanted and a new device consisting of a 5.0 cm cuff, pump and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated to reflect that the replacement surgery was performed due to urethral atrophy.

Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus) due to erosion. The aus was explanted and a new device consisting of a 5.0 cm cuff, pump and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the patient underwent the aus replacement surgery due to urethral atrophy. Erosion was not suspected because the patient was implanted with a replacement aus device. The patient was reported to be doing fine after the procedure.